Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continued: 5076-45 lead implanted 2013-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was removed and replaced due to chronic high thresholds. The physician felt that the high thresholds were most likely related to a fall by the patient shortly after implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. It was noted that visual summary analysis of the lead indicated apparent explant damage. A proximal portion was received measuring 20 cm. A distal portion was received measuring 32 cm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.